Event description:
Complainant alleged that while setting up the device to cardiovert a patient (age & gender unknown) the device was unable to consistenly syncronize on the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.